Event description:
Customer reported that he noticed that ip of the needle was missing after injection in the arm. He went to urgent care and had an x-ray. Needle was not found in an x-ray.

Manufacturer narrative:
Product has been received and is under investigation. Complaint history check yielded no other complaints for same condition for the lot reported. No trends were noted. Quality will continue to monitor on monthly trend reports.